Event description:
This report summarizes one malfunction event. A review of the event indicated that model 605640 implantable port experienced foreign material present in the device. This report was received from one source. There was no patient involvement. Patient age, weight, and gender were not provided.

Manufacturer narrative:
One device was returned to bd for evaluation. A DHR review is not required. Visual and microscopic evaluations were performed. The investigation is confirmed for foreign material in pacakage, as gross examination of the packaging elements showed a hair trapped between the tyvex cover and the tray. The manufacturing site added the following comments: the complaint of ¿foreign material (hair) was allegedly identified between a tyvek paper and a plastic tray¿ is confirmed; according to the photo visual evaluation performed it was observed a foreigner material hair-like between the tyvek and the plastic tray, which was trapped in the sealing process, due to this condition the cause is manufacturing related. The definitive root cause was determined to be manufacturing related based upon available information. The device is labeled for single use.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 605640 implantable port experienced foreign material present in the device. This report was received from one source. There was no patient involvement. Patient age, weight, and gender were not provided.